Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Literature review : ventricular fibrillation arrest and pulmonary homograft rupture during transcatheter pulmonary valve: successful rescue by heart team. The patient developed severe rv-pa homograft stenosis and underwent a tpv implant. During the procedure there were complications of homograft rupture, bleeding, acute coronary occlusion from fractured homograft fragment, acute rv failure d/t serial occlusion of rv outflow, and pa perforation. ECMO was placed, and the patient underwent emergent CABG, homograft reconstruction with a pericardial patch and a 23mm 3300tfx pericardial valve was implanted in the pulmonary position. Postoperative echo revealed severe hyperacute pulmonary stenosis. On pod #2, the patient underwent a successful valve-in valve with a 22mm non-edwards transcatheter valve. The patient was then weaned off ECMO on pod #3, later discharged in excellent condition, and was clinically well at the six-month follow-up. The patient is a (B)(6) year-old female with history of severe bicuspid aortic stenosis requiring the ross procedure at age 16, including a 24-mm right-ventricle-to-pulmonary-artery (rv-pa) homograft. This was complicated by left coronary endarteritis and pseudoaneurysm requiring second surgical repair.